Event description:
It was reported that the micro saggital saw ran in safety mode during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the press plug was found to be worn/damaged. The motor was replaced due to the error and preventative maintenance was performed on the bearings.